Event description:
As published in an article, 5 hemodialysis pts over a two year period were reported to have decreased platelet counts after dialysis, while being dialyzed with a fresenius polysulfone membrane. Pt number 3 was reported to have no episode of bleeding or bruising. The pt was switched to an alternative dialyzer and completed dialysis therapy with no further sequelae. This pt was re-challenged with the fresenius dialyzer and the platelet count was reported to fall to less than 60,000. This pt was again placed on an alternative dialyzer, which was also a polysulfone membrane, and the platelet count was noted to rebound to greater than 100,000. There is no sample available for eval.

Manufacturer narrative:
The lot number remains unk and a batch record review is not able to be completed. Development of thrombocytopenia represents an idiosyncratic pt reaction. Hypersensitivity reactions are listed on the label for use as potential side effects. Development of thrombocytopenia and intradialytic reduction in platelets is a well-recognized complication of hemodialysis and has been reported with many different dialyzers and dialysis membranes. The authors conclude that further investigation is needed to determine the mechanisms of thrombocytopenia and that thrombocytopenia associated with the fresenius polysulfone membrane may be confused with heparin induced thrombocytopenia or idiopathic thrombocytopenia.